Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump error alarm. The customer¿s blood glucose level was 200 mg/dl at the time of the incident. Assisted with performing a self test and self test was failed. Customer was able to complete rewind. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Pump error 63 confirmed in the self test and the downloaded history log due to a pio (software) failure. Pump error 43 not confirmed during testing. Device failed the self test and passed the displacement test.